Event description:
Device malfunction: failure to deploy - needles. Time of device malfunction: during vessel closure. Symptoms/ae : failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of a heavily calcified femoral artery after an interventional procedure. Reportedly, during deployment "the needles were stopped by a heavily calcified area. " a second prostar xl was used to achieve hemostasis. No adverse pt effects were reported. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant info. The international instructions for use for the prostar xl states, "special patient populations: the safety and effectiveness of the starclose vascular closure system have not been established in the following pt populations: pts with femoral artery calcium, which is fluoroscopically visible at access site."